Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual inspection showed a missing top rear label. During functional check, the reported complaint was duplicated. Both sensors calibrated without any issues. Loose contact on printed circuit board issue during the investigation. Microprocessor unit board was damaged clock battery lead contact was pulled off and messages error code 1660 on the pump display. Root cause was found to be a faulty microprocessor unit board; microprocessor unit board was replaced.

Event description:
It was reported there was a loose contact on printed circuit board. No patient injury was reported.